Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads moved after the patient performed repetitive violent movements. The leads were removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead 2014-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.